Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services regarding needing setup assistance that occurred on the home choice unit during use, patient not connected. The hp stated she contaminated the setup while trying to use the compact exchange device (cxd) and needed to start over with new supplies. The technical service representative assisted the hp to cycle power to get back to the beginning of the setup. There was no patient injury or medical intervention reported. No further information is available at this time. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated when she removed the solution bag and supply line from the cxd, they separated. The hp was not sure if she did something wrong or if the cxd malfunctioned, however she stated she had used the cxd before and since this event without any trouble. The hp stated she discarded the samples and did not know the lot numbers. The hp stated she was able resume therapy successfully with new supplies.